Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc. Lot in july of 2019. Evaluation of the returned instrument shows that the jaws are loose and misaligned , and the jaw pivot pin is pushed out on one side of the damaged tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent and its fingers are both damaged where they engage the jaws. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
When the user attempted to use the applier during a surgery, it did not work properly. Therefore, he/she replaced it with a new one. The applier was sent to our technical specialist, who found the jaws were miasligned, the pivot pin was loose and the shaft was deformed. He concluded it was unrepairable.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to use the applier during a surgery, it did not work properly. Therefore, he/she replaced it with a new one. The applier was sent to our technical specialist, who found the jaws were misaligned, the pivot pin was loose and the shaft was deformed. He concluded it was unrepairable.